Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, while outside of the patient, the laser fiber fractured, causing the treating physician to experience a slight burn. The device was set aside and a new of the same was used to successfully complete the procedure. There was no harm or injury to the patient due to this event. It was reported the treating physician did not suffer any serious harm or injury due to the event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. Measuring from the end of the gold tip, the fracture occurs at 53.5cm. The shaft material at the site of the fracture appears melted. The customer's reported complaint description of a fiber fracturing is confirmed. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." Although this theory cannot be definitely determined it does not appear to be design or manufacturing related. Adequate process controls are in place to detect this failure. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use which is supplied to the end user with this catalog number contains the following statement "precaution: prior to use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).